Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. D4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as product identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10: unknown tibial component. Unknown articular surface. Unknown screw. G2: event occurred in iran. G2: literature citation: shahcheraghi, g. H., javid, m., tavakoli, a. (2024). Knee arthroplasty without metal augmentations in patients with major tibial defects: a retrospective study. Iranian journal of medical sciences, 49 (11), 707-715. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that 1 patient who had a non-grafted total knee arthroplasty had sustained a medial femoral epicondylar avulsion in the primary procedure that was repaired with a screw, and developed metal corrosion of the screw and aseptic loosening of the femoral component. The tibial component was noted as stable. Revision occurred approximately 4 years post implantation. Attempts have been made and no additional information is available.